Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor, dystonia, and movement disorders. The patient reported experiencing a shocking sensation in their head 4 days ago. The hcp reported that the patient didn't feel the sensation at the pocket site, and the sensation went away when the therapy was turned off. The hcp reported that the patient was not given the ability to adjust their stimulation. No further patient complications have been reported as a result of this event.